Event description:
It was reported by repair work order that when unloading the cot from the ambulance the cot dropped and did not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.